Event description:
It was reported the device was sent due to the device not working. The handpiece and the instrument were replaced and the case was completed without any pt consequence. The device is being returned.

Manufacturer narrative:
Eval summary: the hp054 was returned with a loose mount. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.